Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported infusion set patch did not stick to skin upon insertion event occurred on 24-mar-2026. This led to high blood glucose level and diabetic ketoacidosis for which the patient went to emergency room and was treated via IV fluids of saline and insulin. Patient replaced infusion set and resumed insulin deliveries successfully.